Manufacturer narrative:
Clarification: a cracked crown can cause a permanent impairment to a body structure (tooth cracked crown can cause a permanent impairment to a body structure (tooth). Additional information: there was no medical attention needed for the cracked crown.

Event description:
The consumer states their brush head had a crack in it and bristles started coming out. In addition, the consumer stated they now have a broken crown.